Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 5/15/2026. Data was provided for investigation. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 4:42 am with transmitter/wearable serial number (B)(6). The sensor session lasted 6 days and ended due to a manual stop on (B)(6) 2026. There was 1 bg calibrations attempted during the sensor session; however, the app was terminated prior to completing the calibration process.on the day ((B)(6) 2026) prior to the reported event the data indicates that the user attempted to calibrate the sensor however the calibration values were not accepted. The app was then terminated by user interface and was not restarted until the following morning of the day of the event ((B)(6) 2026). The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 5/15/2026. Data was provided for investigation. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 4:42 am with transmitter/wearable serial number (B)(6). The sensor session lasted 6 days and ended due to a manual stop on (B)(6) 2026. There was 1 bg calibrations attempted during the sensor session; however, the app was terminated prior to completing the calibration process. On the day ((B)(6) 2026) prior to the reported event the data indicates that the user attempted to calibrate the sensor however the calibration values were not accepted. The app was then terminated by user interface and was not restarted until the following morning of the day of the event ((B)(6) 2026). The allegation and probable cause was confirmed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. According to the patient, she cannot get her omnipod to communicate with the dexcom g7 due to a communication error. The patient shared that the cgm does not work properly with the omnipod and repeatedly prompts her to replace it. She also contacted omnipod but was redirected to dexcom. These issues caused extreme hyperglcyemia, as the omnipod went into limited mode even when her cgm readings were around 398-400 mg/dl. Bgfs was not confirmed. On approximately (B)(6) 2026, the patient woke up thinking she was having a heart attack due to experiencing chest pains. The patient realized the cgm stopped working overnight and performed a fingerstick. The bg was around 600 mg/dl. The patient was taken to the hospital and treated with IV insulin. The omnipod and cgm were both removed while at the hospital. The patient was discharged from the hospital 4 days later. The patient also reported that she later saw her doctor (unspecified date) to recalibrate the cgm, check serial numbers, and troubleshoot communication issues. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.